Manufacturer narrative:
Corrected information provided in h.6. On initial MDR the evaluation code of d1101 was submitted. It should have been b.19. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal area (not returned). The other haptic was bent in the distal area. The optic was torn against a post and pressed down into the well area of the lens case. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company (a) and (b) cartridges. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported broken haptic was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Not enough information was provided to determine if a qualified cartridge was used. The company model is only qualified for use in the company (a) and (b) cartridges. The IFU (instructions for use) instructs that a company qualified delivery system and viscoelastic combination should be used. Company foldable iols (intraocular lenses) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. In addition, the company IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. No further information has been provided at this time. The file will be reopened and updated if new information is received the manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, one of the haptics came out as broken, with no patient contact. The procedure was completed on same day. Additional information has been requested.